Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. They physician suspected insulation damaged but it was not confirmed. The lead was capped and replaced on 28 apr 26. The patient was stable throughout.